Event description:
Severe cramping all the time ever since the essure was done in 2012. Headaches, bloating, cramping, bleeding, missed periods, rashes, depression, cyst on ovaries, bruises for no reason, back pain all the time, utis all the time. (B)(4).